Event description:
Discordant calcium (ca), magnesium (mg), gamma glutamyl transferase (ggt), blood urea nitrogen (bun), carbon dioxide (co2), albumin (alb), alanine aminotransferase (alt), creatinine (crea), aspartate aminotransferase (ast), total protein (tp), total bilirubin (tbil) and alkaline phosphatase (alp) results were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who questioned them. The sample was tested on an alternate instrument, resulting as expected. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
The initial MDR 1226181-2014-00130 was filed on march 10, 2014.a siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the aliquot probe and performed all testing and verification procedures related to aliquotter module. The cse also replaced sample probe 2 and completed instrument performance check and service methods verification. Quality controls were run, resulting within range. The cause of the discordant results is unknown. The instrument is performing according to specifications.no further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). A headquarter support center (hsc) specialist evaluated the instrument data and did not find a reagent delivery or sample mixing issue with the instrument. The cause of the discordant results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.